Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Hemodialysis clinic contact reported that a crit-line iii blood chamber popped off the top of the dialyzer during hemodialysis treatment, resulting in patient blood loss. It is unknown if there was medical intervention. The volume of blood loss is unknown. Additional information was solicited.